Manufacturer narrative:
This complaint has been generated based on findings discovered during clinical review process. The alleged event could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received scs named "retrospective post-market clinical data collection protocol for stryker systems - pangea femur that contains collected data on the usage and the outcomes of pangea femur. The report details analysis provided for procedures performed between 5/25/2024 ¿ 6/25/2025. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: 1 patient with delayed union which was treated conservatively on a bone simulator.